Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the end part of the extension line that was connected to the 3 way stopcock was broken after a small period of time. The doctor mentioned that the material was more rigid and easily breakable.